Event description:
The customer reported that during evaluation of the device, an etc02 module malfunction was identified. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.